Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the pulse generator exhibited backup vvi operation. A device software download was performed successfully.